Manufacturer narrative:
(B)(4). Product evaluation in process.

Event description:
Customer complains of high results. Customer states he feels well and do not require medical attention. The customer's expected blood results are 134-140mg/dl fasting. Verified the strips expire 11/17/2017. Customer confirms the strips are stored in the properly and were first opened (B)(6) 2015. Reviewed meter memory: (B)(6). Customer is concerned with 260mg/dl. No adverse event reported.